Event description:
Fallopian tubes were torn on both sides. The tube was pulled into the applicator before the band could fire. The surgeon had to cauterize the tubes to seal them. There was no patient harm.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.